Event description:
It was reported that during a cryo ablation procedure, the balloon could not inflate when instructed to start freezing. The electrical umbilical cable and coaxial umbilical cable were replaced without resolution. Subsequently, the balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the afapro28 balloon catheter with lot number 37543 were returned and analyzed. The clinical data was analyzed, and the reported issue was not observed in the log/data/multimedia files. The patient and failure files were not received. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). During pressure testing of the balloon segment, an inner balloon breach was observed. Dissection of the balloon segment identified an inner balloon material fracture. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.8 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the data files did not confirm the reported inflation issue, and the balloon catheter failed return inspection due to an inner balloon breach, an inner balloon material fracture and a guide wire lumen kink/twist was observed 0.8 inches proximal to the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.